Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The technician found the left footbrake caster was worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the foot left brake caster to resolve the issue.